Event description:
In (B)(6) 2006, a monarc synthetic mesh was implanted. It was reported that, "within months after the initial implant," the pt, "experienced complications from the defective mesh requiring additional medical care and treatment and/or surgical intervention." It was alleged that, as a result of the mesh, the pt, "suffered debilitating injuries from the mesh including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services; has incurred and will continue to incur medical and related expenses; has suffered with and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.